Manufacturer narrative:
H3: product analysis # (B)(4); part # 3002029; lot # 0631614w visual and optical inspection confirmed the zevo plate has been bent. This type of damage is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient undergoing anterior cervical discectomy with fusion (acdf). It was reported that the zevo plate was broken during procedure. No further complications reported/anticipated due to this event. Additional information was received from the rep that pre operative diagnosis of this event was cervical degenerative disc disease. No fragments left inside the patient and no revision surgery planned/happened due to this event. Patient had medical history of cervical radiculopathy and myelopathy as well , power in the upper limbs was 3/5.